Event description:
It was reported that the patient was undergoing a replacement from a prime advanced to an ultra. Impedances read >40,000ohms on 13 of 16 pairs at 3v. The physician took the lead out, wiped it off, and reinserted 3 times and impedance reading were still the same. Prior to surgery, the patient's stimulation pattern was fine. The physician rotated the lead slightly before re-advancing into the port; impedances were still high. It was felt that the stimulator block was bad, as it was the only new component introduced to the situation, but they were reluctant to open another stimulator. After trying every battery site, the lead was tested with a snap lid and erratic impedances were noted there as well. This led to the thought the lead was bad. The doctor closed the pocket, but was not happy. In post-op, the patient did report that the stimulation had been off and on for quite awhile. Six days post-op, the stimulation was testing. Of the 16 electrodes available, half of them had high impedance. The patient was able to get adequate pain coverage. The patient was instructed that a lead revision would be necessary if coverage ceased.

Manufacturer narrative:
.